Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called in stating that their blood glucose levels had not decreased following a recent site change and had continued to rise. The agent instructed the patient to confirm their blood glucose level with a fingerstick, and the patient indicated that the actual reading was approximately 50 points higher than the continuous glucose monitor reading. The patient also reported receiving a notification that the sensor would expire within 24 hours and planned to replace it after the call. The agent asked the patient to remove the tubing from the infusion site to check for drops, but the patient declined further troubleshooting, noting they had recently spoken with another agent and believed the inset was connected properly. The agent explained that 30 minutes was typically not enough time for blood glucose to decrease and advised that the patient either change the site again or wait additional time, as removing the inset was the only way to confirm proper connection. The patient chose instead to administer (B)(4) units of humalog insulin and remain disconnected from the system until the following morning. The agent informed the patient that reconnecting to the same site later could still pose a risk of improper connection, and the patient acknowledged this and stated they would call back if they wished to replace the inset again. The patient reported having used three infusion sets and expressed interest in switching to a different set type. The agent confirmed that no documentation of patient preference was on file and advised the patient to contact their healthcare provider to submit the required paperwork. No additional assistance was needed at that time. The patient¿s blood glucose was affected during the event, reaching a high of 410 mg/dl and remaining outside the target range for approximately two hours. No ketone testing was performed, and the patient did not receive professional medical intervention or other assistance. No immediate health effects were reported. The patient later stated they could not recall whether the cannula had been bent and had discarded the infusion set packaging. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.